Event description:
It was reported that two rods were found broken post operatively and the patient underwent revision surgery.

Manufacturer narrative:
Method: device inspection; risk assessment. Results: the customer reported xia 3 titanium rod main body fracture post-op was confirmed via a visual inspection to be fractured and returned in multiple pieces. Lot information was not visible and could not be obtained, so a manufacturing review could not be performed. The device was implanted for about 6 months and pseudarthritis occurred, meaning there was a lack of fusion at l3 and l4, which is near the level of the rod fracture. With no fusion present, the rod would have been tasked with bearing a substantial load from the spine over an extended period of time. The reported event resulted in a revision surgery. Per the IFU, the implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. It states that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. It also states that the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. Similar investigations that have had a material analysis performed on their related devices revealed that fatigue was often the cause of the breakage. Conclusion: the most likely cause of the reported event is a fatigue fracture of the rod due to prolonged implantation, with a lack of fusion near the level of the breakage. However, the exact root cause cannot be determined and is likely multifactorial.

Event description:
It was reported that that two rods were found broken post operatively and the patient underwent revision surgery.